Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issues with the pump's retainer ring that was removed and, when tried to replace received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884, mmt-442ag. Troubleshooting was performed for damage and the customer reported damage to the retainer ring. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-442ag.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no moisture damage on the electronic stack. Confirmed pump alarmed no delivery alarm on (B)(6) 2025 at 20:11:28.000 in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked belt clip rails. Unexpected insulin flow blocked alarm was not confirmed. No alarms noted during testing of unit. Unable to confirm alleged retainer ring damage, however, unit was received with cracked belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no moisture damage on the electronic stack. Confirmed pump alarmed nodelivery alarm on 07/11/2025 at 20:11:28.000 in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked belt clip rails. Unexpected insulin flow blocked alarm was not confirmed. No alarms noted during testing of unit. Unable to confirm alleged retainer ring damage, however, unit was received with cracked belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.